Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65, lead, (B)(6) 2010; 4196-88, lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that there was a sudden increase in threshold. It was also reported there was no capture. The right atrial (ra) lead was inactivated and a new right atrial (ra) lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo.